Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a fall, after which the implantable pulse generator (ipg) was unable to charge or communicate and was assessed to be at end of service. Imaging was obtained and confirmed that the scs system remained in place with no observable fractures. Prior to the fall, the patient reported adequate stimulation coverage; however, following the fall, the patient experienced inadequate stimulation with worsening low back and radicular pain radiating down the left hip and both legs, which made walking difficult. The patient also reported increased weakness and fatigue while walking. The pain was described as a burning and stabbing sensation accompanied by numbness, tingling, and muscle spasms. Reprogramming attempts could not be performed, as the device was unable to be reprogrammed due to device related issues following the fall. The patient subsequently underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient was reported to be doing well postoperatively. The explanted ipg was retained by the medical facility and was not returned for analysis.

Manufacturer narrative:
Correction to supplemental MDR in block: b5 and h6.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to be charged and connected to a remote control after a nondevice related fall. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to be charged and connected to a remote control after a non device related fall. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
This report is being submitted to correct the (bsc aware date (g4)) in section g, manufacturing site. It should have been 02/24/2026.